Event description:
Manufacturer review of a vns patient's programming history noted high lead impedance readings on two separate occasions. All attempts to the attending physician for further information have been unsuccessful to date. The patient has refused to have any further revision surgery and the vns generator is believed to be at end of service as a battery life estimate yielded -2.26 years remaining on the vns generator.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.